Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. There was a tear in the balloon material on the distal end of the balloon. The tip and shaft were damaged. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and moderately calcified coronary artery. A 2.25mm x 15mm emerge¿ balloon catheter advanced to dilate the lesion. However, during the first inflation at inflation at 3 atmospheres for 5 seconds, leakage of contrast media was noticed. When the device was removed completely from the patient, the balloon was found to be ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and moderately calcified coronary artery. A 2.25mm x 15mm emerge balloon catheter advanced to dilate the lesion. However, during the first inflation at inflation at 3 atmospheres for 5 seconds, leakage of contrast media was noticed. When the device was removed completely from the patient, the balloon was found to be ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.